Event description:
Caller tested 4.0 inr on the coaguchek xs system while a comparison lab returned as 2.83 inr. The doctor injected an unknown amount of vitamin k based on the reported results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).